Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 25 mm amplatzer patent foramen ovale (pfo) occluder was chosen for procedure. During procedure, a push and pull test was performed, and the device felt and looked stable on transthoracic echocardiogram. The device was released and immediately embolized to the pulmonary artery. The device was snared and then pulled back into the sheath. A 30 mm amplatzer pfo occluder was successfully implanted without any further issues. The patient remained hemodynamically stable throughout the procedure. No other adverse event happened during or after the procedure, and the patient did not sustain any permanent impairment or damage as a result of this event. No additional information was provided.